Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
"A lead experienced high impedances was reported to abbott. As a result, the lead was explanted and replaced to address the issue. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined."